Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial fibrillation. The patient was treated with vasopressors. In response to heparin-induced thrombocytopenia the patient's anticoagulation was changed to bival. Additionally, the patient was oozing from all sites. One unit of blood products were transfused. Impella support continues.

Manufacturer narrative:
The investigation has been completed. No product was returned. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The root cause of the access site bleeding issue was moat likely patient condition related since patient is oozing from all sites. The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical details provided. H6 investigation conclusions updated with additional information. H10 additional manufacture narrative updated with additional information.